Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer had intermittent failures. A field service engineer powered off the station and reseated the row board connectors to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers repeatedly failing, preventing user from removing the required medication and causing 5 minutes of delays. The customer stated that the nurses were managed to retrieve the medication from the nearby device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. There were no adverse events or injuries reported based on this event.